Manufacturer narrative:
The calibration data was higher than expected and the qc recovery had two results high outside out the acceptable range. The analyzer alarm trace did not contain any conspicuous event. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not duplicate the issue. He checked all fluids rinse, dispense, probe functions, gear pump, all probe and sipper alignments, system volume and liquid level detection checks. All qc was within range and all checks passed. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient sample from the cobas 8000 cobas e 602 module. The initial result was 0.100 miu/ml with a data flag and was reported outside of the laboratory. The doctor questioned the result so the same aliquot was repeated on another roche analyzer with a result of 3349 miu/ml. The primary sample tube was repeated and the result was 3142 miu/ml. The reagent lot number was 47048905 with an expiration date of 30-sep-2021.